Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The issue is consistent with accumulated contamination on the valves. The investigation determined the event was resolved by the service actions.

Manufacturer narrative:
The customer found black bits in the reaction bath filters. The field service engineer determined this was from the o-rings which he replaced. He performed various maintenance and cleaning's and replaced various parts of the analyzer. Quality control was tested and was acceptable. The investigation is ongoing. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received a questionable creatinine result for one patient sample from the cobas 8000 c702 module. The initial result was 366 mol/l and was reported outside of the laboratory. The repeat result was 57 mol/l. The patient was brought into the hospital and a new sample was drawn. The result was similar to the repeat result. The reagent lot number was 484666. The expiration date was requested but was not provided.